Event description:
It was reported that during a cholecystectomy procedure, the jamming of the device occurred after a few firings and the jaw could not be opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that one device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.